Event description:
Pt underwent an ascending aorta replacement procedure in 2006. During surgery, blood was evidenced at the sewn seams between the main tube and the perfusion branch. It was reported that leakage was stopped by applying haemostatic patches. It was also reported that the surgical procedure was successfully completed and that pt was in good condition post surgery.

Manufacturer narrative:
No device evaluation was performed since the graft remained implanted in pt. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records or in the sewing records; no roduct was rejected after sewing inspection or for collagen coating defects. Three products mfg within the same period than the complaint device were tested. For all three products, tests results indicated values well within product specifications. No leakage was observed at the sewn seams. No conclusion can be drawn. However, a review of the intervascular post marketing data and the testing performed on similar products would tend to indicate that the device performed as intended.